Event description:
Reportedly, the surgeon tried to inflate the balloon using saline. In 5 attempts all instances, the balloon ruptured prior to reaching max saline capacity. Surgeon tried several balloons. After failure, he continued the operation with the space that was created. No injury. Procedure: seps r leg.